Event description:
Pt alleges receiving breast implants in 1984 of an unknown MFR. Pt also alleges two yrs after her surgery (i.e. 1986) she started to experience discomfort, pain and hardening of the breasts.